Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances. The impedance values were greater than 2000 ohms. The rv lead was surgically abandoned and replaced. A fluoroscopy was performed during the revision and no obvious damage was visible on the lead. However, it was noted the lead's shape was deformed. No additional adverse patient effects were reported.